Manufacturer narrative:
Concomitant: 5076-45 lead, implanted (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and no capture. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.